Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2025, it was reported by a sales representative via (B)(6) that an ar-8850 endoscopic 3350-4031 arthroscope soft tiss rel inst. Blade did not come out of the handle to make the cut. This was discovered during the case. Another device was used to complete the case with no patient harm.